Event description:
The lay user/patient contacted lifescan on december 21, 2008 and alleged that her one touch ultrasmart meter was displaying the error 2 message. The alleged issue first occurred on the event date, early morning. As a result of the reported issue, the patient took her usual dose of medication (oral). She reported that she experienced being sweaty after the product issue began. However, she did not self-treat or receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the patient's testing technique was reviewed to be correct. However, the issue was not resolved when a retest was performed with a new vial of strips. This complaint is being reported because the patient claimed that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She did not receive medical intervention. The alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.